Event description:
It was reported that "the plastic surrounding the upper seal of the 12mm trocar came off". This resulted in the plastic part that broke off from the seal to be pushed into the abdomen when the instrument was pushed through the trocar. Seal was retrieved. No injury reported to the pt.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.